Manufacturer narrative:
Correction to a2: it was determined that the patient age was inadvertently populated previously as 13 years and no information was provided regarding the patient age. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of and treatment for peritonitis were not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.